Event description:
The customer reported being hospitalized with a high blood glucose reading of 600 mg/dl. The customer experienced vomiting, nausea and back spasms prior to the event. The customer had initially called for assistance with the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.